Event description:
It was reported that no rpm display occurred. A rotablator console kit assy gen 230v was selected for use. During the procedure, the physician noticed that the screen could not show the rotate speed. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.